Event description:
It was reported by the aci sales professional that an elderly female patient who had a previous intervention catheterization procedure (exact timeframe is unknown) and was successfully closed with the mynx, underwent an interventional coronary catheterization procedure on (B)(6) 2011 at the same side as the previous catheterization. A 6f st jude procedural sheath was used to obtain access into the common femoral artery. There was no pre-procedural femoral angiogram taken. Following the procedure, a physician trained to the mynx procedure, with the aci sales professional present, chose the device for femoral arterial closure. It was reported that the physician inserted the device into the sheath. As he was trying to insert the device, the physician encountered difficulty tracking it through the sheath. He attempted to pull the device out but had a hard time removing it. The radiology technologist (rt) attempted to help by pulling on the handle. The device finally came out as a whole and the patient was converted to 20 minutes of manual compression and femostop was also applied prophylactically. The patient tolerated the procedure well and was admitted to the hospital overnight per hospital protocol. There was no report of patient clinical sequela.

Manufacturer narrative:
Based on the limited information received, the condition of the returned device, and the investigation performed, the probable cause of the reported inability to advance in sheath could not be conclusively determined. As received, the catheter was already inserted through the sheath. The introducer sheath was inspected for anomalies i.e. Kinks, deformities that may have obstructed the device path during insertion. No anomalies were observed. The device was inserted into the sheath without difficulty. The reported inability to advance in sheath was not confirmed. The review of the lhr (lot f1100606) indicated that the mynx device met all established performance criteria prior to shipment.